Event description:
On or about (B)(6) 2010, the plaintiff was implanted with an ams sparc to treat "stress urinary incontinence." It was alleged that, "after the implantation, plaintiff experienced severe pain, dyspareunia, urinary tract infections, yeast infections, incontinence and/or mesh erosion into the vaginal." It was alleged that the plaintiff has suffered and will continue to suffer, "pain, disability impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," along with "severe and permanent injuries," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.